Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a 148" 15 drop primary set w/2 clave®, remv 3 gang 4-way clave® stopcock, rotating luer, 2 ext where the customer reported that the anesthesia tubing sets were not flowing. They took the loop off at the end to see if it was that, and it didn't make a difference. They got a new set, and it flowed. There was patient involvement, no patient harm, and unknown delay in therapy.

Manufacturer narrative:
Investigation summary: received twenty-five (25) new list# sc158, 148" 15 drop primary set w/2 clave¿, remv 3 gang 4-way clave¿ stopcock, spin luer, 2 ext; lot# 14310208. No visual damages or anomalies were observed. The reported complaint of no flow could not be confirmed from the samples provided. The returned samples were tested and met product specifications. Without the return of the used sample a probable cause cannot be determined.